Event description:
It was initially reported that the device had an illuminated service indication and had logged an event code. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device would not deliver defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported event code. Physio replaced the biphasic pcb and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed biphasic pcb assembly and observed the pcb to cause a failure to deliver defibrillation therapy. Physio then determined that the cause of the reported event code and the failure to deliver energy was due to a temperature sensitive integrated circuit chip, designator u12.